Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the disconnected sweep flow tubing. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported hemoglobin lamp and quality control recovery issues and approximately one to two milliliters of clear fluid leaked from the sweep flow tubing, detached from the metal nipple, involving the coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The customer replaced the tubing and repeated quality control; results were within specification. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There were no erroneous patient results generated. Patient care was not impacted. The facility has an exposure control and risk management plan in place for biohazard material. The instrument was returned to normal operation.